Event description:
Customer reported the collimator intermittently closes. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the fluoro functions board and the interconnect cable. System operates as intended.